Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient looks well, but was admitted for several concerns. The pump parameters are widely varied with an increase in pi events. The log file contained a, "no external power" alarm, but the patient doesn't recall hearing or seeing any alarms or disconnecting from power. The driveline has also become twisted and there is currently a percutaneous lead sheath tear that has been secured with rescue tape. The patient is noted to be very active and is quite rough on his equipment. No alarms noted with percutaneous lead manipulation, but there is an area of the external driveline that doesn't feel intact which correlates to the area of concern on x-ray. There is concern regarding pump thrombosis due to the fact that the patient's lactate dehydrogenase has increased from 993 to 3423, although the patient's cardiac output appears to be adequate. Additionally, the patient's renal function has decreased and signs of hemolysis are present. Data log file and x-rays were submitted to the manufacturer for review. Review of the log file confirmed several events with power changes associated with pi events where the flow also increased. The log file did not indicate any damage to, or problems with, the driveline. The patient underwent a pump exchange from one lvad to another lvad on (B)(6) 2014 for suspected thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of suspected thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion of the dl was returned in three separate pieces measuring 4¿, 4¿, and 29¿, respectively. An unused sealed inflow conduit was returned detached from the device. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. The thin ring of thrombus found around the inlet stator bearing cup appeared to have developed acutely as evidenced by its lack of lamination and the slight denaturation of its diameter. However, the laminated structure and denaturation of the thrombus found surrounding the rotor¿s bearing ball indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis and power elevations. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: suspected driveline fracture, pump thrombosis with grossly elevated ldh, abnormal pump parameters.